Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the e.r. After receiving inappropriate therapy. Post-paced t-wave oversensing was observed on a stored egm. The device was reprogrammed and remains implanted.